Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported, the display of the roller pump was intermittent in nature. An alternate display was employed to conclude the procedure. Control of the pump remained available through the central control monitor as well as local controls of the roller pump. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.